Event description:
Left hip resurfacing with birmingham hip resurfacing system by smith & nephew due to osteoarthritis and congenital dysplasia. The right hip had successfully received the same implant in (B)(6) of 2006. Following surgery, the pt reported significant pain, different in nature from the previous surgery. The surgeon reported that it had been a more difficult surgery but he was confident in the results and accordingly released the pt on schedule. Approximately, four days after discharge, the pt returned for f/u, reported substantial and unusual pain, and the implant was x-rayed. At this time, it was discovered that the acetabular cup portion of the implant was entirely out of position and there was a fracture of the pelvis in the socket area immediately behind the cup. The pt was told to put no weight on the hip for ten weeks. Subsequent to the knitting of the pelvic fracture, a revision surgery was scheduled for (B)(6) 2007. This surgery was cancelled at the last moment in favor of physical therapy and rehabilitation, which has ultimately been unsuccessful. A new revision surgery, using a total implant, is scheduled for (B)(6) 2011. The new surgeon is concerned with ions in the surrounding tissue, and has also indicated that the pt may not be as satisfied with the right hip once the left is fully corrected.